Manufacturer narrative:
Device code 1069 has been selected to address the reportable event of stent shaft break. Initial reporter address: (B)(6). A visual evaluation of the returned polaris loop stent revealed that the stent was found with the shaft break. The suture was not returned for analysis. Based on the product analysis, the failures found (stent break) was an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during a left ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during the unpacking of the device, the physician found that the stent shaft was broken in two pieces. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during a left ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during the unpacking of the device, the physician found that the stent shaft was broken in two pieces. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.